Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone.

Event description:
The customer reported three sample count outside limits system errors and elevated percent coefficient of variation (%cv) while attempting to calibrate the thyroid-stimulating hormone (tsh) assay involving the access 2 immunoassay system. During system troubleshooting, the customer discovered the cap fittings, to the substrate bottle, were extremely loose. The customer stated no patient samples were analyzed at the time of the event. It is unknown when the fittings came loose from the substrate bottle. The customer did not report any issues with quality control (qc) or patient results from previous days. The customer replaced the in-use bottle of substrate and tightened the cap and primed the substrate system to resolve the issue. A successful system check and tsh calibration were obtained. No erroneous patient results were released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. The instrument was returned to normal operation.